Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately three years after implant, this patient experienced a pump stop. This occurred while replacing a battery; the controller changed from one power port to the other and the pump stopped. When connecting batteries did not resolve the problem, the patient successfully exchanged the controller. They also reported being aware of earlier beeps from the controller. No symptoms or injuries resulted from any events described.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was exchanged and returned to heartware for visual and functional examination. There was no reported adverse effects on the patient. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed visual and functional examination. Internal visual inspection revealed white particles on the terminal of the nickel-metal hydride battery (nimh) and wet residue marked on the battery label. The reported event for no power was confirmed via log review, but the reported event couldn't be reproduced during the functional test. The controller failed the no power alarm test because the internal nimh battery was depleted. The lvad pump remains implanted with the patient with no further anomalies. The five returned batteries passed all visual and performance tests. The DHR for the not returned battery showed no non-conforming material records (ncmr). The most likely root cause for the reported pump stop is electrostatic event causing the controller to fail to deliver power. An internal investigation has been opened by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Patients are also instructed to keep a back-up controller available and they are educated on how to do a controller exchange if needed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.